Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the ground was broken on the interface cable. The mobile view station (mvs) charge light was still coming on but it was very dim. The cable that connects the mvs to the image acquisition system (ias) was replaced along with the mvs charge light. The issue resolved. A full system checkout was performed after part replacement and all tests passed. No part has returned to the manufacturer for evaluation.

Event description:
Information was received from a manufacture representative about an imaging system outside of a procedure. It was reported that the mobile view station (mvs) charging light was not working, but the system was still charging. There was no patient present when this issue was observed.

Manufacturer narrative:
Investigation summary - it was reported that the mobile view station (mvs) charging light was not working. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. The device was returned or serviced as part of this investigation. Analysis/service found that the mvs charger light was not working. Bench test failed. Visual inspection confirmed that the ground wire had separated from its termination. Continuity test failed, while the gbit and 100t test passed. The event information indicated a possible manufacturing issue, so a device history record review was performed. The DHR review found that the led did not illuminate when power was applied. A faulty led assembly as well as cable damage caused the reported issue. The investigation determined that this was a known event included in monitoring or trending. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file.